Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Critical ram parity error power on reset on (B)(4) 2011 at address 2c 03. Por severity: low. The device should be able to fully recover after the reset.

Event description:
It was reported that there was an electrical reset. The device remains in use. No patient complications have been reported as a result of this event. Patient's husband reports device is 'hot' and 'feels like it might fire again', wife has had several shocks. It was further reported that there was an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.